Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 04/13/2024. The patient experienced inaccurate cgm values 7 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the cgm reading was 103 mg/dl and the bg reading was 55 mg/dl. The patient experienced hypoglycemic symptoms (not specified) so he decided to go to the hospital accompanied by his wife. The patient was using a tandem insulin pump and due to inaccurate readings, his pump was not providing the insulin to regulate his blood glucose (reported like this by the patient even in this case he was in hypoglycemia). At the hospital, the patient was treated with IV glucose (half dose), orange juice and dextrose. The patient was discharged after 6 hours, and the bg was normal. At the time of the report the patient had recovered and is doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.